Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231670e0 model: sc-2316-70e serial: (B)(6). Batch: 7095875 UDI: (B)(4).

Event description:
It was reported that the patient experienced pain in the testicular region and had a hard time urinating even though his bladder was full. The physician prescribed vicodin; however, the pain persisted. It was unknown if the said symptoms were device related. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient experienced pain in the testicular region and had a hard time urinating even though his bladder was full. The physician prescribed vicodin; however, the pain persisted. It was unknown if the said symptoms were device related. Additional information was received that the patients symptoms had subsided. It was believed that the symptoms were caused by irritated nerve during trial procedure. The patients trial leads were pulled, and the explanted leads were not returned as they were discarded by the medical facility.